Manufacturer narrative:
Date of event is estimated. Device implant date is estimated to be in 2017. During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the physician explanted and replaced the patient's ipg. Surgical intervention resolved the issue.